Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that right mandibular osteonecrosis occurred within the patient, as well as a mandibular reconstruction plate fracture. A revision surgery was performed to remove the fractured plate and implant another mandibular reconstruction plate.

Manufacturer narrative:
Additional details regarding the reported event have been requested such as the date of initial implantation, postoperative x-rays during initial surgery as well as the time the breakage has occurred. The reported plate was implanted on (B)(6) 2015. A postoperative image of the plate after implantation (dated (B)(6) 2015, fig. 2) has been received. The plate is still intact. However, the x-ray illustrates the plate has been implanted without a bone graft. The use of primary reconstruction plates for secondary reconstructions is considered as off-label use. Prior to explantation on (B)(6) 2018, an x-ray (dated (B)(6) 2018, fig. 3) has been provided that shows the broken plate. The event ¿breakage ¿ postoperative¿ could be confirmed. Further, this case has been presented to stryker¿s medical expert. He stated: ¿(¿) if the gold primary recon plate was in fact used, it was the wrong plate. Only a secondary recon plate (silver) should have been used. (¿)¿. In the related instructions for use (IFU 90-01939, rev. 7, 2017-jul-24), it is stated that: ¿(¿) 2. Contraindications (¿) secondary reconstructions with universal primary recon plates (gold colored). (¿) primary reconstruction (gold color) plates are not intended for use in secondary reconstruction applications. Use of such may result in excessive plate loading and premature failure. (¿)¿ also, in the related brochure, leibinger universal 2 (9410-400-184, 2011), it is stated that primary recon plates (color-coded gold) are for the following indications: ¿(¿) 1. For the fixation of microvascular grafts only (e.g.. Fibula, radius, scapula, iliac crest) in a single step reconstruction after resection of a tumor, osteomyelitis or osteonecrosis (¿)¿ based on the performed investigation, there is no product malfunction indicated nor any systematic design, material or manufacturing related issue.

Event description:
It was reported that right mandibular osteonecrosis occurred within the patient, as well as a mandibular reconstruction plate fracture. A revision surgery was performed to remove the fractured plate and implant another mandibular reconstruction plate.